Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call cosmetic damage on the lcd screen which makes it difficult to read. Customer advised that their sensor is unable to calibrate for over 2 hours. Customer was assisted with checking the sensor status, calibration history and the sensor graph. Customer's sugar glucose value was 241 mg/dl and they were able to calibrate at 233 mg/dl. Customer advised they do not know how the damage on the screen occurred. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window and cracked case at display window corner.